Event description:
It was reported that the patient faced infusion set cannula issue on (B)(6) 2026. The blood glucose was high at the time of event and was treated by insulin via pump.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: united kingdom name- (B)(6) street-(B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.